Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, patient suspected infection at the right pocket site. It was added that on the day of this report patient complaint of tenderness, redness, warmth, and swelling at pocket site. It was noted that patient was seen by healthcare provider who started patient on antibiotics. It was noted that stimulation was working fine and giving him relief for the programmed areas post operatively. Patient outcome was reported as "alive with no injury".a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the infection was located at the thoracic incision. It was stated that a culture had not been obtained but that the patient had been administered oral antibiotics (bactrim ds bid x 7 days). It was reported that the infection was resolved. It was stated that the device would not be returned to the manufacturer; it remained implanted. It was stated that the patient had no continuing or residual signs of infection. All impedance levels are within normal limits. It was stated that the patient was getting full coverage with adequate relief of pain.